Manufacturer narrative:
The reported complaint that autopulse lifeband (lot 191048) was shredded was confirmed during the visual inspection. The observed damage may be related to the lifeband not being properly installed and getting jammed in the roller skirt areas during take-up/compression. Upon visual inspection of the autopulse lifeband, the liner on both sides of the band was observed to be torn, thus confirming the reported complaint. Also, one belt guard with a missing cap. Functional testing could not be performed due to the observed physical damage. Historical complaints were reviewed for information related to the reported complaint, and there was no previous history of complaints reported for lifeband with lot# 191048.

Event description:
The customer reported the autopulse platform sn (B)(6) is shredding the autopulse lifebands. The issue was discovered during patient use. The lifeband #1 (lot unknown) got shredded while in use. The crew reverted to manual CPR, then swapped out the lifeband with a new one. That lifeband #2 (lot unknown) also got shredded. No impact or consequence to the patient. They took the platform out of service and tried testing it using a manikin and that lifeband #3 (lot 191048) also was shredded. Please see the following related MFR report: MFR #3010617000-2023-00713 for the autopulse platform. MFR #3010617000-2023-00716 for autopulse lifeband #1. MFR #3010617000-2023-00717 for autopulse lifeband #2.